Manufacturer narrative:
Site neuro coordinator, (B)(6), declined to provide patient demographic information. The medtronic representative stated navigation was not really needed since the procedure was addressing a cyst. On 05/09/2016, a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Surgeon stated navigation was off anterior/posterior by approximately 2 centimeters during the procedure, but that it had been correct when checking landmarks after registration/pre-procedure. Reported issue could not be replicated. System performed as intended. The medtronic representative looked look at the registration from the event where the complaint occurred and all the points were taken from the front of the forehead and nose only, none toward the posterior region of the head or down the sides of the head. This is likely why the registration seemed on-point superficially, then appeared off once the probe was placed deep. The medtronic representative talked to the surgeon about the benefit of collecting points from a more broad area. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy. Registration accuracy was good. The medtronic representative noted the arm holding the frame may have moved. The surgeon deemed being accurate left to right, however, the depth anterior/posterior was inaccurate. No specific measurement, or direction, of the alleged inaccuracy was provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.